Event description:
The pt. Had insertion of an iab pump on (B)(6) 2024. The balloon failed postoperatively and the patient developed rle ischemia. The catheter was removed. On (B)(6) 2024 she was returned to surgery for urgent rle thrombectomy and fasciotomies.